Event description:
The account alleged that the head section of bed will not raise and that the lock outs are not on. No pt impact.

Manufacturer narrative:
No serial number available for this bed. No further info is available on the repair of the bed at this time.